Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue part) and the main body of a minicap extended life pd transfer set. The event was further described as ¿the main body and the dark blue part and were unscrewing¿. This occurred during use of the device for peritoneal dialysis (pd) therapy, when the patient was disconnecting from therapy. It was further reported that transfer set was difficult to disconnect from the patient line of the amia automated pd cycler set and that the patient could not disconnect. The nurse instructed the patient to clamp on the patient line and cut the cassette line. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue part) and the main body of a minicap extended life pd transfer set. The event was further described as ¿the main body and the dark blue part and were unscrewing¿. This occurred during use of the device for peritoneal dialysis (pd) therapy, when the patient was disconnecting from therapy. It was further reported that transfer set was difficult to disconnect from the patient line of the amia automated pd cycler set and that the patient could not disconnect. The nurse instructed the patient to clamp on the patient line and cut the cassette line. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation with the female connector connected to a white luer adapter. A visual inspection with the naked eye and magnification noted that the dark blue female connector separated from the light blue main body. Functional testing, including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.